Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the defective printed circuit board (dp) board likely caused the reported event. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the video system center turned on but the lamp does not light / glow, and the front panel was getting hang and showing lamp error e105. The issue was found during preparation for use, the diagnostic endoscopy was canceled and postponed for the next day. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the e105 lamp error on the front panel, the front panel light-emitting diode (led) blinking at the same time, and the lamp not lighting were due to a defective printed circuit board. Additional findings include the following: the local area network (lan) connection was not working due to a faulty main board, there was flickering in the image intermittently due to a loose receptacle unit, and the wires were found corroded. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.